Manufacturer narrative:
(B)(4) for the reported event: brush would not retract completely. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of seven rx cytology brush devices used during the same procedure (manufacturer reports # 3005099803-2013-01451, 3005099803-2013-01452, 3005099803-2013-01453, 3005099803-2013-01454, 3005099803-2013-01455, 3005099803-2013-01456, and 3005099803-2013-01457). It was reported to boston scientific corporation that seven rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation of each device, when the device was tested, the brush would not fully retract back into the sheath. This event took place outside the patient. The same event took place for each of these seven rx cytology brushes used in the procedure. The procedure was completed with an eighth rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.